Event description:
It was reported that the patient had non-sustained ventricular tachycardia (vt) episodes caused by t-wave oversensing (twos). Programming options were discussed. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.